Event description:
(B)(4) clinical study. It was reported that ischemia and restenosis occurred. In (B)(6) 2013, the index procedure was performed. The 90% stenosed, 2.0 x 10mm, de novo, concentric, type b1 coronary lesion with under 45 degree bend and timi 3 flow was located in the non calcified and non tortuous distal left anterior descending artery (lad). The lesion was treated with placement of a 2.25 x 8mm promus element¿ plus stent at 8 atmospheres without pre-dilatation. Following post dilatation, residual stenosis was 0% with timi 3 flow. The procedure was completed without any issues. Three days post procedure, the patient was discharged. In (B)(6) 2013, the patient had a follow up angiography. The visual target vessel diameter was 2.00mm and visual residual stenosis was 25% with timi 3 flow. In (B)(6) 2014, the patient presented with coronary restenosis. Fifteen days later, the physician performed percutaneous coronary intervention (pci) in the distal lad and iischemic symptom attributable to the target lesion was confirmed. Post procedure, the event was considered resolved.

Manufacturer narrative:
(B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).